Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported battery failure during a case causing loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 04 may 2022. The FDA recall numbers are z-1285-2022 and z-1286-2022. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test. The battery was replaced to resolve the issue.